Event description:
A 18 yo female with extensive dvt left leg underwent 6french ekos catheter placement on (B)(6) 2022 for thrombolysis of dvt. Upon attempting removal of ekos catheter on (B)(6) 2022, the catheter fractured/broke causing the tip of the catheter to migrate to the right heart. Successful removal of migrated end was obtained by taking the patient into the cardiac cath lab and using a snare to obtain the end/tip. Therapy dates: (B)(6) 2022 - (B)(6) 2022. FDA safety report ID# (B)(4).